Event description:
The customer reported that the device was not charging batteries. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was not charging batteries. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the problem. The device was repaired by replacing the power pca. After passing all performance assurance testing the device was returned to the customer. This was a malfunction of the power pca that caused a failure to charge batteries.